Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was low, and the meter bg reading ranged from 251-253 mg/dl. Reportedly, a second cgm bg reading was low, and the meter bg reading ranged from 180-181 mg/dl. Reportedly, a third cgm bg reading was low, and the meter bg reading ranged from 162-163 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.